Event description:
It was reported that the device was at elective replacement indicator (eri) three years and seven months post implant. The physician questioned if there was early depletion. It was noted that the patient was 100% paced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 1388tc, st. Jude lead, implanted: (B)(6) 1999. (B)(4).